Event description:
It was reported that the patient was seen in the emergency room for another reason and it was found that the pacemaker "was not doing what it should be doing." Follow-up was conducted to obtain information on the patient and the device, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.